Manufacturer narrative:
Per the initial rptr, the plate was successfully used, and therefore, not returned for eval. However, this was only accomplished after the surgeon serviced the device during use. The device is not intended for in field servicing and should have been replaced with another plate of the same size which is available in the surgical set. Because of the absence of a returned device a conclusion for the event cannot be determined. This event is being reported as part of a retrospective review of the company's complaint records. The company has recently re-evaluated this event based on new info and has determined that the event may be MDR reportable. Accordingly, the company is submitting the report in an abundance of caution to ensure full compliance with 21 cfr part 803.

Event description:
During an anterior cervical plate surgery, the surgeon had difficulty placing the screws in a cervical plate. The surgeon was ultimately successful in placing the device, but info suggest that the event extended the surgery by at least 15 mins exposing the pt to unnecessary anesthesia. The surgery was completed successfully with no reported adverse outcome to the pt.